Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a caution negative uf (ultrafiltration) alarm that appeared on the homechoice (hc) display during drain 6 / 7. (Drain volume (dv) = 2590 ml.) (Total uf = - 1093 ml.) (Largest prescribed fill volume (lpfv) = 3000 ml.) The technical service representative (tsr) advised the caregiver (cg) to press stop / go and had the home patient (hp) sit up and resume drain. The hp drained off 5090 ml., which meets the increased intra peritoneal volume (iipv) criteria. Fill 7 / 7 began and total uf was then 1019 ml. The hp was using 1.5% and 2.5% solutions. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the iipv situation, it was revealed that the hp had symptoms of abdominal distension / discomfort, trouble breathing, nausea, vomiting. Per nurse, the hp has been temporarily placed on manuals this week due to the overfill situation. No further information was provided. Per increased intra peritoneal volume (iipv) call script. The customer did not use the word overfill, overfull, or report a drain volume that met the iipv criteria. The patient reported having the symptoms at the time of the call. The patient was connected to hc cycler. ((Drain= 5090) - (lpfv = 3000)) / 3000 is greater than 0.6. The event met the iipv criteria, however the probable cause could not be identified from patient questions.